Manufacturer narrative:
Other: hydraulic hose.

Event description:
It was reported by service report that the hydraulic hoses were leaking fluid. No pt involvement or adverse consequences are reported.